Manufacturer narrative:
(B)(4). The complaint was received by teleflex on (B)(6) 2017. Based on information in the complaint report, it was determined to be non-reportable on (B)(6) 2017. We received the device back for investigation and based on additional information revealed during our analysis, blood was found inside the helium pathway. A reassessment was conducted and this was determined to be a reportable complaint. The reported complaint of fos signal lost is confirmed. The fos fiber was broken and therefore the light path could not be established between the sensor and the pump. During the investigation of this reported complaint, blood was found inside the helium pathway. Based on a review of the DHR, the product met specification upon release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported by the registered respiratory therapist that the intra-aortic balloon (iab) zeroed properly prior to insertion, but the fiber optic sensor (fos) signal was lost during the insertion. The lightbulb remained black (fiber optic iab not connected). As a result, the pump was used and working properly from the transducer. The patient was meeting goals of therapy. There was no reported patient death or complications. There was no reported delay or interruption in therapy. Medical/surgical intervention was not required.